Event description:
On (B)(6) 2025, a patient underwent the power port placement procedure. During a low artifact power port placement procedure, the guidewire was stuck in the needle. Furthermore, it was stuck in the inferior vena cava and allegedly could not get it out. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample has not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the power port placement procedure using powerport clearvue isp. During a low artifact power port placement procedure, the guidewire was stuck in the needle. Furthermore, it was stuck in the inferior vena cava and allegedly could not get it out. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported guidewire stuck, entrapment and removal difficulty issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded into an introducer needle was returned for evaluation. Visual and functional evaluations were performed on the returned device. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Slight resistance was felt during attempt. The guidewire advanced without issue. What appeared to be dry tissue, was noted on the center portion of the guidewire when completely removed. An attempt to load the guidewire back into the introducer needle was performed and was successful. During the guidewire advancement, slight resistance was felt at the center portion, due to dry tissue. The guidewire successfully advanced through the introducer needle bevel and was removed completely. Therefore, the investigation is inconclusive for the reported physical resistance or sticking, difficult to remove and entrapment of device issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the power port placement procedure using powerport clearvue isp. During a low artifact power port placement procedure, the guidewire was stuck in the needle. Furthermore, it was stuck in the inferior vena cava and allegedly could not get it out. There was no reported patient injury.